Event description:
It was reported that the generator displayed error message 241 and 480 when the delivery device was connected. The generator was turned on and off several times without success. A catheter was placed in the patient, and the procedure was rescheduled for the next day.